Event description:
It was reported that during an unknown procedure, the device would not activate and the tissue pad was worn but not detached. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 2/26/2009: information was not provided by the initial contact. Information anticipated, but unavailable at this time.